Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') in an adult female patient who had essure (batch no. 605636-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, vaginitis, ovarian cyst, ovarian serous cystadenofibroma and endometriosis. Concurrent conditions included kidney stone. Concomitant products included hydrocodone from 2013 to 2015, ibuprofen from 2013 to 2014 and levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea cramping"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (hysterectomy(full) on (B)(6) 2011, bilateral salpingo-oophorectomy on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and dyspareunia had resolved and the dysmenorrhoea, female sexual dysfunction, bacterial vaginosis, vaginal discharge and nausea outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, nausea and vaginal discharge to be related to essure. The reporter commented: discrepancy essure removal date: 16-feb-2016 and 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: no mucosal abnormalities noted on today's examination. An air bubble was inadvertently introduced into the endometrial canal but oblique views and repositioning move this bubble and there are clearly no true filling defects. Pregnancy test on (B)(6) 2010: negative. Ultrasound pelvis on (B)(6) 2007: 1. Breast mastodynia (pain) new. 2. Sterilization, permanent unchanged. 3. Annual exam w/pap resolved. 4. Annual exam w/pap new. 5. Cervical pap smear routine resolved. 6. Cervical pap smear routine new. Ultrasound scan on (B)(6) 2008: there is a small ridge noted along the lateral inferior edge of the breast implant. In the region of the palpable abnormality and pain. The finding likely represents focal in-folding. However. Follow up MRI is recommended to rule out ruptured implant. The surrounding soft tissues are unremarkable. Ultrasound scan vagina on an unknown date: results: total bilateral occlusion.; in 2008: results: unsure. Lot number 605636 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stone. Concomitant products included hydrocodone from 2013 to 2015 and ibuprofen from 2013 to 2014. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (hysterectomy(full) on (B)(6) 2011, bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and dyspareunia had resolved and the dysmenorrhoea, female sexual dysfunction, bacterial vaginosis, vaginal discharge and nausea outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, nausea and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, concomitant drug, lab data, new events bacterial vaginosis, female sexual dysfunction, nausea, dysmenorrhea and vaginal discharge added. Outcome for the events abdominal pain and dyspareunia updated to recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') in an adult female patient who had essure (batch no. 605636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, vaginitis, ovarian cyst, ovarian serous cystadenofibroma and endometriosis. Concurrent conditions included kidney stone. Concomitant products included hydrocodone from 2013 to 2015, ibuprofen from 2013 to 2014 and levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (hysterectomy(full) on (B)(6) 2011, bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and dyspareunia had resolved and the dysmenorrhoea, female sexual dysfunction, bacterial vaginosis, vaginal discharge and nausea outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, nausea and vaginal discharge to be related to essure. The reporter commented: discrepancy essure removal date: (B)(6) 2016 and 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: no mucosal abnormalities noted on today's examination. An air bubble was inadvertently introduced into the endometrial canal but oblique views and repositioning move this bubble and there are clearly no true filling defects.. Pregnancy test - on (B)(6) 2010: negative. Ultrasound pelvis - on (B)(6) 2007: 1. Breast mastodynia (pain) new. 2. Sterilization, permanent unchanged. 3. Annual exam w/pap resolved. 4. Annual exam w/pap new. 5. Cervical pap smear routine resolved. 6. Cervical pap smear routine new. Ultrasound scan - on (B)(6) 2008: there is a small ridge noted along the lateral inferior edge of the breast implant. In the region of the palpable abnormality and pain. The finding likely represents focal in-folding. However. Follow up MRI is recommended to rule out ruptured implant. The surrounding soft tissues are unremarkable.. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion.; in 2008: results: unsure. Most recent follow-up information incorporated above includes: on 27-mar-2020: mr received: lot number, patient history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') in an adult female patient who had essure (batch no. 605636-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, vaginitis, ovarian cyst, ovarian serous cystadenofibroma and endometriosis. Concurrent conditions included kidney stone. Concomitant products included hydrocodone from 2013 to 2015, ibuprofen from 2013 to 2014 and levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea cramping"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (hysterectomy(full) on (B)(6) 2011, bilateral salpingo-oophorectomy on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and dyspareunia had resolved and the dysmenorrhoea, female sexual dysfunction, bacterial vaginosis, vaginal discharge and nausea outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, nausea and vaginal discharge to be related to essure. The reporter commented: discrepancy essure removal date: 16-feb-2016 and 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: no mucosal abnormalities noted on today's examination. An air bubble was inadvertently introduced into the endometrial canal but oblique views and repositioning move this bubble and there are clearly no true filling defects. Pregnancy test - on (B)(6) 2010: negative. Ultrasound pelvis - on (B)(6) 2007: 1. Breast mastodynia (pain) new. 2. Sterilization, permanent unchanged. 3. Annual exam w/pap resolved. 4. Annual exam w/pap new. 5. Cervical pap smear routine resolved. 6. Cervical pap smear routine new. Ultrasound scan - on (B)(6) 2008: there is a small ridge noted along the lateral inferior edge of the breast implant. In the region of the palpable abnormality and pain. The finding likely represents focal in-folding. However. Follow up MRI is recommended to rule out ruptured implant. The surrounding soft tissues are unremarkable. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion.; in 2008: results: unsure. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (a hysterectomy on (B)(6) 2011, bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain and dyspareunia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.